Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 10:51:02. During night drain cycle six, the patient's ultrafiltration reading was 747ml, indicating the home patient (hp) drained 747ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received, and the evaluation is in process. The product code is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. This information meets iipv criteria. The assignable cause is false empty detect and use error, clinician inappropriately set the minimum drain volume percentage setting too low. If any additional information is received, a follow-up will be sent.